Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the pump supplies after each alarm. The customer's blood glucose (bg) level was 343 mg/dl. The customer delivered a bolus of insulin via the pump to address the bg level. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions.